Event description:
Pt was sent to the hosp for acute renal failure. Underwent a perm catheter insertion on 6/10/97 for start of dialysis. Under local anesthetic, the right internal jugular vein was accessed. 4 12 french dialator was placed into superior vena cava and then a 14 french peel-away sheath was placed, followed by the dialysis catheter. Some difficulty was encountered with removal of the peel-way sheath. Follow up chest xray noted a small segment of the sheath was seen in the the soft tissue at the neck and right internal jugular vein. On 6/12/97 pt had the retained piece manipulated to the right femoral artery where it was removed via venous cut down.